Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-30 h6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Visual inspection of the returned unit found that the tip of the catheter was deformed. The reported defect was confirmed. The unit was tested for leakage and no leakage was observed, indicating that no other damage was present on the catheter. Further microscopic inspection revealed that the tip of the catheter was split. Striation markings were also observed along the face of the tear, indicating that the damage was likely caused by a sharp instrument. It is likely that the damage to the catheter tip was caused by the needle; however, it is unlikely that this originated in manufacturing as the device would have been received with the needle piercing through the catheter tubing, making a venipuncture attempt unlikely. This type of defect can also occur in the user environment if the clinician re-cannulates the tubing with the needle during or before insertion. As the device had been used, it is more likely the defect occurred in the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip near the tube was found damaged after removing it from the patient. The following information was provided by the initial reporter, translated from chinese to english: "this occurred in the CT room and the tube bifurcated during puncture" "1. No abnormality found before use 2. After the steel needle is punctured into the blood vessel and there is blood return, enter a little more. It is difficult to enter the blood vessel with the catheter tubing and cannot be pierced. After pulling it out, it was found that the front end of the hose was abnormal. 3. The catheter tubing is complete and there is no foreign matter left in the patient's body"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tip near the tube was found damaged after removing it from the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "this occurred in the CT room and the tube bifurcated during puncture" no abnormality found before use after the steel needle is punctured into the blood vessel and there is blood return, enter a little more. It is difficult to enter the blood vessel with the catheter tubing and cannot be pierced. After pulling it out, it was found that the front end of the hose was abnormal. The catheter tubing is complete and there is no foreign matter left in the patient's body".